Event description:
Same case as MFR# 2134265-2009-02709, 2134265-2009-02714, 2134265-2009-02713. It was reported that during a coronary stenting treatment procedure, ventricular fibrillation and cardiovascular arrest occurred. The 85% stenosed lesion being treated was located in the moderately tortuous, moderately calcified mid right coronary artery (rca). The physician attempted to advance a 3.50x16 mm liberte stent. However, there was a non-significant lesion located in the proximal portion of the artery. The physician experienced significant resistance and was not able to advance the stent despite several attempts. Once outside the pt, the physician realized that the tip of the stent's delivery system had elongated. Then the physician attempted to predilate the non-significant lesion with a 3.0x20mm maverick balloon, but because of the presence of calcium the lesion did not change. At this point, the physician decided to stop the angioplasty, but then the pt went to ventricular fibrillation and cardiovascular arrest. A temporary pacemaker was placed, massage was applied, and the cardio defibrillator was used. After stabilizing the pt, the physician attempted to open the artery with a 3.50x24mm liberte stent, but again he felt significant resistance in the proximal portion of the artery. Finally, he attempted to advance a 3.50x20 liberte stent, but as with the first two stents it was not possible to advance it to the target lesion. The procedure was prolonged for 2 hours and consequently the ptca attempts were aborted and the pt was taken to surgery, where a bypass graft procedure was performed. Following surgery the pt had a cerebrovascular accident, confirmed by cat scan, and had left hemiparesis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.